Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the display screen had become blank but the pump still emitted sound upon battery insertion. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 05/21/2014. Device evaluation: the device has been returned and evaluated by animas on 05/08/2014 with the following findings: the display screen was fully illuminated upon startup. The allegation of a blank screen could not be confirmed with investigation. In the device¿s history there were call service alarms recorded on the day of the reported event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.